Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c501 analyzer serial number is (B)(6). The field service engineer ran precision studies and these were within specifications. Calibration and control data were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with cholesterol gen.2 on a cobas 6000 c501 module. The first sample initially resulted in a cholesterol value of 5.5 mg/dl. The sample was repeated on (B)(6) 2024, resulting in a value of 211.3 mg/dl with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 213.6 mg/dl with a data flag. The second sample initially resulted in a cholesterol value of 4.7 mg/dl. The sample was repeated on (B)(6) 2024, resulting in a value of 192.5 mg/dl with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 192.5 mg/dl with a data flag. The third sample initially resulted in a cholesterol value of 5.6 mg/dl. The sample was repeated on (B)(6) 2024, resulting in a value of 163.0 mg/dl with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 167.1 mg/dl with a data flag. The fourth sample initially resulted in a cholesterol value of 5.0 mg/dl. The sample was repeated on (B)(6) 2024, resulting in a value of 233.3 mg/dl with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of 229.2 mg/dl with a data flag.